Event description:
On 6th august 2025, it was reported by a distributor via email that for an ar-600pd-3, pin driver attachment 0.8 - 4.0 mm, ar-600 wire driver attachment was not firmly gripped. Upon test drill, the wire wobbled and shook a lot which may cause inaccurate trajectory during drilling. This was detected during use in a knee acl all inside procedure on (B)(6) 2025. The procedure was completed successfully with hospital unit power tool.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: drive shaft has metal shavings inside chuck affecting proper function. Connector locking pin broken causing attachment to no lock onto drill, multiple scratch/scuff marks on housing.